Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on june 17, 2005, during the evening while watching the television, the pt's impression of sound became suddenly an unpleasant scratch, it became so unpleasant that the pt had to remove the speech processor from her head. The sound kept on changing every few minutes.